Event description:
The customer reported that discordant, (B)(6) vitros anti hav igm results were obtained on samples collected from two different patients using vitros anti hav igm reagent on a vitros eci system, compared to (B)(6) results obtained from the current vitros anti hav total reagent. Biased results of the magnitude and direction were observed on patient samples, it could lead to inappropriate physician action. The discordant, (B)(6) anti hav igm results were not reported outside the laboratory, and there was no reported allegation of patient harm as a result of this event. Patient 1 anti hav igm results obtained were (B)(6) compared to an anti hav total result of (B)(6). Patient 2 anti hav igm result obtained was (B)(6) compared to an anti hav total result of (B)(6). Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected patient results were reported outside of the laboratory, with a cautionary note to the physician. There was no report of patient harm as a result of this event. (B)(4). This report is number two of two 3500a forms filed for this event, as two devices were involved.

Manufacturer narrative:
The investigation determined that (B)(6) vitros anti-hav igm results were obtained from samples collected from two different patients, processed on the vitros eciq immunodiagnostic system. There was no evidence to suggest that an instrument malfunction occurred. Further testing of the samples by ocd determined the true ahav igm status of the samples was (B)(6). The assignable cause of this event is the presence of unknown interfering substances within the patient samples.